Event description:
It was reported, "doctor was pushing on the trial poly to screw it into the cup and it broke around the screw."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding broken insert trial involving a trident 0° insert trial 36mm was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned for analysis and was heavily scratched on the rim, inside, and outside of the device. A circular ring was fractured off at the top of the device. It showed visible brown discoloration in that region indicates the part was breaking over time. Medical records received and evaluation: not performed as no medical records were provided and there is no indication that patient factors contributed to the event. Device history review: records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that broken insert trial was caused by overload from repeated use. The fracture occurred over time until the final fracture occurred as reported.

Event description:
It was reported, "doctor was pushing on the trial poly to screw it into the cup and it broke around the screw."